Manufacturer narrative:
The stent was discarded after explantation and is not available for eval. Iop eval and stent explantation are listed in the device labeling as known inherent risks of glaucoma stent surgery. MFR ref #: (B)(4). Submitted to FDA on (B)(4) 2014.

Event description:
The surgeon reported performing cataract surgery with implantation of the istent on (B)(6) 2013. Postoperatively, the surgeon noticed that the intraocular pressure (iop) was increasing and the stent was explanted on (B)(6) 2014. Add'l info has been requested.